Manufacturer narrative:
The field service engineer (fse) was at the customer site and observed bubbles in the rinse line. The fse replaced the rinse pump and rinse valve to resolve the reported problem. The repairs were verified per established service procedures. Bec internal identifier for this report is (B)(4).

Event description:
The customer reported that the ca control failed false negative on bilirubin and protein on their ichem velocity automated urine chemistry system. Erroneous patient results were not reported out of the lab and there was no change or effect to patient treatment in connection to the event.